Event description:
A peritoneal dialysis (pd) patient experienced a breach in aseptic technique which resulted in peritonitis. The breach in aseptic technique was not further described. The peritonitis was manifested by abdominal pain which occurred two days prior to the peritonitis diagnosis. The same day as the peritonitis diagnosis, the patient was hospitalized and treated with vancomycin injection (1gm, once daily, intraperitoneal, discontinued on the same day) and amikacin injection (500mg, once daily, intraperitoneal, discontinued on the same day) for peritonitis. A day after the peritonitis diagnosis, the patient was treated with meropenem injection (1g, once daily, intraperitoneal, discontinued) for peritonitis. Three days after hospital admission, the patient was discharged from the hospital. At the time of this report, the patient was recovered from the events. Pd therapy was ongoing. It was reported that the patient was retrained on the proper aseptic technique. No additional information is available.

Manufacturer narrative:
This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. Should additional relevant information become available, a supplemental report will be submitted.